Event description:
Information received by medtronic indicated that customer received an insulin flow blocked alarm and customer was experiencing hyperglycemia. Current blood glucose value was 190mg/dl. Customer reported symptoms as nausea and vomiting. Customer stated auto mode/smartguard feature was active at time of high blood glucose event. Troubleshooting was performed, and the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Customer concern: hipaa mother (B)(6) said that her daughter received an ifb alarm and she's been having high bg level. (B)(4) doc: high bgs/under delivery what led up to the event?: hipaa mother (B)(6) said that her daughter received an ifb alarm and she's been having high bg level. Document current bg value: 190 mg/dl is customer currently reporting any symptoms related to their high bgs?: yes document any symptoms customer is currently reporting related to their high bgs. Nausea vomiting does customer feel ok to troubleshoot?: no suggest calling hcp and following the guidelines outlined in the IFU, or seek medical attention and call back to troubleshoot. Advise customer the symptoms they have expressed may be indicative of the possible onset of dka: yes inquire if customer would like to stop now and contact their hcp, or if they wish to proceed. Document customer response: contact hcp was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event?: yes explain the 2 high bg rule. Consider changing the insulin, reservoir, and infusion set: yes advise to call back for assistance. Advise we may perform a follow-up attempt to obtain missing information if necessary: yes.